Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As of 05dec2025, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment address: (B)(6). E3: occupation: materials management, crn. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The procedure performed was a percutaneous coronary intervention (pci) via right radial. The balloon was tested successfully. The tr band was applied to the patient and after approximately five (5) minutes staff noted a small bleed from puncture site. The band was replaced. The tr balloon was noted to be soft as it deflated. The estimated blood loss was less than 250cc. Additional information was received on 28oct2025: the incident appeared to be due to air loss as the tr band was tested prior to use, then applied to the patient and was on for roughly 5 mins before bleeding occurred. The band had not been adjusted or manipulated in any manner during this time. The tr band was filled with air then air was slowly removed until they see a small amount of blood. They then add 2 mls of air back into the balloon. In general, the amount of air in the balloon is 13 mls. There was no obvious damage upon inspection and testing to the device. There was no patient harm, the patient was stable.